Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from french to english: on opening the packaging, part of the plunger melted. Change of device and continuation of activity. Device retained: yes. Investigation findings indicated a deformation on the stopper consistent with a stopper jammed condition.

Manufacturer narrative:
Investigation summary: one sample of a 1ml luer-lok syringe (p/n - 309628) batch 0050405 was received and evaluated. The sample received with the unsealed package has deformation on the stopper consistent with a stopper jammed condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the stopper jammed defect is associated with the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.